Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and the issue relating to decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of decapping based on retention sample testing, bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes, the device experienced loose closure on the lid. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the lid is loose.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tubes, the device experienced loose closure on the lid. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the lid is loose.